Event description:
Right femoral vein access was achieved as follows. Ultrasound was used to identify the right femoral vein, proximal to the bifurcation. A seldinger needle was introduced into the vessel and the vessel was aspirated, after aspiration a guide wire was introduced into the needle. After guide wire placement, an 11 blade was used to lance the skin at the junction of the wire with the blade facing laterally. A 7fr and 8.5fr short sheath were then passed over the wire into the vessel. Both passed smoothly and without resistance. The dilator and wire were then removed from the sheath hub, with a left hand placed on the hub to stabilize while the right hand applied light downward pressure to disconnect the sheath from the hub. At the conclusion of the case, the short sheaths were pulled with gentle traction distally. The sheath of the 7fr sheath sheered 1cm distal from the hub. This portion of sheath would have been within the soft tissue during the case.